Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient stated her implantable cardioverter defibrillator (ICD) was repositioned to a submuscular position due to possible erosion and/or the potential risk of erosion. Some programming changes were performed at the time of the revision and since that time the patient feels poorly and can feel when right ventricular (rv) pacing therapy is delivered. She stated her physician informed her that the associated rv lead may be too close to a nerve which could explain why she can feel when pacing therapy is delivered. A boston scientific technical services consultant documented the reported observations and encouraged the patient to continue discussions with her medical team. The system remains in service and no additional adverse patient effects were reported.